Manufacturer narrative:
(B)(4). Device received with an e15 error loop during boot up. The original m/b was removed and replace with a test m/b. No anomalies was notice after battery insert. Problem isolated to m/b. Unable to perform operating currents, self test and displacement test or verify e13/a13, e22, e52/a52 alarms due to e15 alarm. Insulin pump received with cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Event description:
Information received by medtronic indicated that insulin pump had external flash crc error alarm. Customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.